Event description:
It was reported that during implant attempt, the rv (right ventricular) signal was noisy with impedances out of range. Both the rv and lv (left ventricular) leads were plugged into the rv port and both experienced this issue, but both functioned just fine through the analyzer. The device was not used and was replaced, with the leads having no issues on the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4543 competitor implantable pacing lead: (B)(6) 2007. (B)(4).